Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of live video output malfunction was confirmed. Product failed functional testing with no hd-sdi video output. Cause of video malfunction is a defective dsp module pcb. Ccu passed functional testing with a known good dsp pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy surgery, the camera box would not connect no pictures. No backup device was available. No delay or patient injuries were reported.